Manufacturer narrative:
Analysis of the pump fluid path found significant damage to reservoir septum while implanted. The septum was not leaking. (B)(4).

Event description:
Additional information received reported that multiple volume discrepancies occurred. On 2015 (B)(6), the expected was 4.4ml but pump was empty. There were no alarms and the patient was asymptomatic. On 2015 (B)(6), the expected was 9.1ml but the pump had 6.2ml, the patient was asymptomatic. On 2015 (B)(6), the expected was 4ml but the pump had 10.5ml, at this time the patient had increased pain. There was no cause determined of the volume discrepancies. It was noted that no confirmed pocket fill had occurred.

Manufacturer narrative:
Concomitant medical products: product ID 8835, serial# (B)(4), product type: programmer, patient. Product ID 8781, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving intrathecal dilaudid 4mg/ml; 0.5213/day via an implanted pump. The indication for use was non-malignant pain and degenerative disc disease/herniated disc pain. The patient experienced a loss of therapy. There were multiple discrepancies on refill: the actual was larger than the expected. At the next refill, no drug was aspirated. A possible pocket fill occurred. The patient went to the emergency department (ed) with sleepiness. A dye study was negative. A rotor study was not performed. The pump was replaced and the issue was resolved. The patient had no injury and recovered without sequela. The cause of the event, the volume amounts of the discrepancies, therapy dates as well as concomitant drugs were not reported; additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.